Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the drawer 2.1 was repeatedly failing. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 repeatedly fails. The field service engineer reseated all cables on drawers 2, 1, and 2.2. And performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.